Event description:
The ge oec 9800 fluoroscopy system locked up on image recall, not during a procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and corrupt software and inability to connect to the fluoro functions and generator interface pcbs. The system software was reloaded to restore functionality. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue.